Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient required hospitalization. The target lesion was located in the mid left anterior descending artery with 90% stenosis and was 27 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 32 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. Forty nine days post-index procedure, the patient was hospitalized. No additional information is available at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as further reported that the target lesion was 80% stenosed and 28mm long not 90% stenosed and 27m long as previously stated.